Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component, which was the cause of the complaint of the allegation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced right ventricular (rv) lead shock impedance high out of range. The device experienced high capture thresholds and premature battery depletion (pbd). A generator pacing circuit malfunction, and the device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced right ventricular (rv) lead shock impedance high out of range. The device experienced high capture thresholds and premature battery depletion (pbd). A generator pacing circuit malfunction, and the device was explanted and replaced. No adverse patient effects were reported.